Event description:
It was reported that there was a loose connection between an unspecified line of a homechoice cassette and a pd solution bag, which resulted in leak. The event was further described as ¿the dialysate connection area was loose and dialysate was flowing¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.